Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a decreased architect tsh result of 0.0099 uiu/ml was generated and questioned by the physician. A new sample from the patient was run and the tsh was 2.3310 uiu/ml. There was no report of impact to patient management.

Manufacturer narrative:
Accuracy testing was completed using architect tsh lot number 81229ui00. Testing of panels which mimic patient samples was completed. All specifications were met indicating that the lot is performing acceptably. Customer complaint data was reviewed and no adverse or non-statistical trends were identified. A search for non-conformances associated with the lot was performed and no issues were identified. Review of the instrument logs did not identify the sample ID referenced in the complaint text however two results which matched those referenced were located. The presence of aspiration errors 3350 and 3356 at the time of the initial sampling would indicate a sample integrity issue had occurred. The architect tsh reagent package insert was reviewed and was found to adequately address the issue. Based on the available information no product deficiency of the architect tsh assay was identified.